Manufacturer narrative:
The returned device was evaluated. Upon receiving, the device failed visual inspection due to a broken thumb latch. The device was able to power on using both ac and dc power; however, the device was unable to obtain readings because a few seconds after powering up, the screen goes blank and the device goes into a 10 beep error. Internal inspection isolated chips "u21" on the system circuit board as faulty. Additionally the pogo pins #1 and #12 on the system circuit board are stiff. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that radical-7 turns off after 3 minutes despite battery replacement. No consequences or impact to patient were reported.